Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test, displacement test and verify unable to exit training mode alarm, motion sensor test failure alarm, test failure alarm, motor position encoder error alarm due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple unexpected alarms. Customer's blood glucose was 154mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.